Manufacturer narrative:
The system was examined. The company representative did not indicate replicating the reported events. However, the host module was replaced. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the device switch off without any sign identifying fault during a retinal detachment repair procedure. The device was restarted. The procedure was completed without incident. This is 3 of 3 reports being filed from this facility.